Event description:
An intra-aortic balloon encountered a leak after approx 96 hrs of counterpulsation. The balloon was removed and another intra-aortic balloon catheter was placed without incident. There were no pt complications involved. The device was received, evaluated and retained by this MFR. The engineering eval noted several kinks along the catheter shaft. Microscopic exam revealed a puncture approx 4cm from the proximal transition zone. The surface area surrounding the puncture was slightly stretched and disrupted. Iabc leaks/ruptures have been associated with repeated cycling against calcified lesions and/or other hard, sharp material. This device displayed characteristics consistent with cycling against a hard sharp source, stretching and disruption of the material surrounding the puncture site. Therefore, co does not attribute this event to the device.